Event description:
The customer reported that while the iabp was in use on a patient, the iabp read "system trainer". No simulator attached. They were unable to get an aline screen or zero the pressure. Patient was switched to a second pump with the same result. After finally switching patient to a third pump customer did not receive the "system trainer message and continued pumping without any issues. No patient injury was reported. The serial number of the two pumps are: (B)(4).

Manufacturer narrative:
As per the customer biomed technician, unplugging pressure cable, fixed the issue. It is likely that wrong cable was used initially. This is considered as user error. (B)(4). There are two separate mdrs filed for this complaint for the two pumps. S/n (B)(4).